Event description:
During a coronary drug eluting stenting treatment procedure, an embolization occurred. The physician used a taxus express2 3.0x12mm drug eluting stent to treat a lesion in a tortuous left anterior descending (lad) artery, but was unable to cross the lesion. The physician had pushed hard on the stent delivery system and when he pulled back on the device, the stent came off of the balloon. The stent was hanging on the wire. When the physician removed everything, the stent went down the aorta and embolized to the profunda. The stent remains in the patient. The procedure was completed with two mini vision stents implanted in the lad. No patient complications occurred. Patient was in stable condition and was discharged from the hospital.